Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. The pump was returned assembled with the pump cable intact and connected to the modular cable. Approximately 11.0¿ of the sealed outflow graft was returned with anastomosis to another graft with a larger diameter. The outflow graft was attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. A small hole was noted in the outflow graft, just distal to its bend relief. After cleaning of the outflow graft, the hole was examined under a microscope, which noted fraying of the edges. There also appeared to be two suture holes at each edge of the hole. It was unable to be conclusively determined if the hole was related to the reported events or if the hole had been a result of the explant procedure. The submitted controller log files and retrieved lvad (left ventricular assist device) log files were reviewed. A flow decrease was first observed in the files on (B)(6) 2024 at 07:12:26 in the lvad event log file at 0.8 liters per minute (lpm). Flow was then captured ranging from 0.5-2.9 lpm until flow decreased down to approximately 0.0 lpm on (B)(6) 2024 at 8:07:34. Flow was then typically captured at 0.0 lpm, and no higher than 0.5 lpm, until the driveline was disconnected on (B)(6) 2024 at 10:31:42. It was noted that the fixed speed was changed multiple times on (B)(6)2024; however, the device operated at the fixed speed without issue. A specific cause for the low flow was unable to conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental finding: a small hole was noted in the outflow graft, just distal to its bend relief. It was unable to be conclusively determined if the hole was related to the reported events or if the hole had been a result of the explant procedure. The relevant sections of the device history records for (B)(6), including the outflow assembly and sealed outflow graft assembly, lot #9160527 and 8517933 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 1 of the IFU also lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia, bleeding, and death. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 ¿surgical procedures¿ cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 also contains information on "preparing the sealed outflow graft" and "attaching the sealed outflow graft to the aorta.¿ section 5 explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 provides instruction for ¿de-airing the pump¿ and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 also contains a section on "blood leak diagnosis¿ and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review noted the pump flow drop to 0.6 lpm with pump power decreasing to 2.9w on (B)(6) 2024 at 07:18:52. The periodic log file ended on (B)(6) 2024 at 10:28:52 with the pump flow at 0.0lpm and pump power at 2.6w and pulsatility index (pi) at 2.2. The event log file ranges from 07:47:01 to 10:10:57 on (B)(6) 2024 with the driveline disconnected. During this time, the flow decreased from 2.5 to 0.0lpm with pi less variable and power remained low. Adjustments to the set speed was noted. The patient passed away, an autopsy was being conducted on the patient and the pump would be explanted to be returned. Both the patient's system controllers would also return. The physician noted that the at approximately 7:18 am there was an immediate drop in flow, as well as a reduction in power, and motor speed. Based on the physician's interpretation there appeared to be a possible pump stoppage or a significant obstruction leading to pump malfunction. It was reported that the patient passed away on (B)(6) 2024 due to a cardiac event and ventricular tachycardia. The outcome was considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a history of vt prior to pump implant, and an implantable cardioverter defibrillator (ICD) was implanted prior to the pump the outcome was considered device or therapy related. The root cause of the low flows was not identified. Concerns included pump malfunction, position, or alternative complications after cardiac surgery. The speed changes and driveline disconnected were suspected to be during or near the time of death. The autopsy results were not yet available and there were no visual observations made with regard to the pump at the time of explant. Prior to the patient's death the patient pushed the call bell, a nurse walked in, the patient became unresponsive, and a vt event was observed right after low flow alarms. Advanced cardiac life support (acls) was performed right away and then the cardiothoracic surgery team (cts) was at bedside to perform veno arterial (va) extracorporeal membrane oxygenation (ECMO). The speed changes were noted to have been likely performed by the physician. After the ECMO, fluid resuscitation was performed and the flow improved however it was not confirmed if this was related to the vt. The patient was also started on levo/vas. Hemoglobin was found to be less than five and transfusions were initiated. A chest x-ray was performed with the left side whited out and a pleural chest tube was placed with approximately 2 liters blood out with ongoing acute bleeding. The patient passed away despite maximum resuscitative efforts.